Manufacturer narrative:
The customer reported a complaint that "the saline in the bag was significantly less," was confirmed during the functional testing of the returned icy catheter (lot #166377). During the functional pressure leak test, a bonding leak was observed at the proximal end of the distal balloon. The probable root cause could be a latent defect in the bond. Visual inspection of the returned catheter was performed. Unrelated to the reported complaint, the catheter shaft was noted to be kinked at the middle of the medial balloon (6 inches from the catheter tip), and blood residues were found in the balloons and luer tubings. No other physical damage was observed. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the proximal end of the distal balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and one similar complaint was reported for the icy catheter with lot #166377. Ccr (B)(4) was reported on may 27, 2022, and a balloon bond leak was observed.

Event description:
An ivtm therapy was initiated to provide normothermia for a 53-year-old patient with cerebral infarction. An icy catheter (lot #166377) was inserted into the patient's femoral vein, and the target temperature was set to 36°c at the max rate. The catheter insertion was smooth without difficulty. After about 36 hours, the nurse noticed that the saline in the bag was significantly less, and the doctors were informed. Around 125 ml of saline infusion into the patient's bloodstream was suspected. The catheter was replaced to continue the patient's treatment. No patient injury was reported.